Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the damage appeared to have occurred during use. The external segment of a 9fr d/l hickman catheter was returned for investigation. Evidence of use was observed on the catheter. The printing on the clamping oversleeve was partially worn. The dual lumen (d/l) tubing extended 1.3cm from the distal end of the bifurcation. The cross section at the distal end of the d/l tubing was glossy and striated, which is indicative of a sharp instrument cut. Tears were noted in the d/l tubing at the distal end of the bifurcation. The adjoining surfaces of the torn tubing exhibited a rough and granular surface. The tear on the large lumen side breached the wall and exposed the lumen. The tear on the small lumen side did not breach the lumen wall. A functional test revealed that the lumens were patent to infusion. The large lumen leaked at the distal end of the bifurcation. A tactual evaluation revealed slight elastic weakness in the extension legs and d/l tubing. Due to the evidence of use, it appeared that the breach in the d/l tubing developed over time, which may have occurred from pulling, bending, and/or manipulating the d/l tubing near the bifurcation. The product IFU provides securement techniques to prevent stretching and manipulation of the tubing. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a small crack at the bifurcation of the pipe was noticed. The catheter was leaking as a result. Reportedly the catheter was exchanged.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a small crack at the bifurcation of the pipe was noticed. The catheter was leaking as a result. Reportedly the catheter was exchanged.